Manufacturer narrative:
This device is reported to not be available for analysis and no device has been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tube of two 6/7f mynxgrip vascular closure devices (vcds) did not descend to the access when the green section of the handle was shuttled down during deployment. There was no reported patient injury. The device was prepped as per the instructions for use (IFU) and nothing abnormal was noted prior to deployment. There was no tortuosity, angulation, or calcium of the femoral access site noted. Additional information will not be released by the site. The devices will not be returned for evaluation because they were discarded, but one sterile device will be returned.

Manufacturer narrative:
As reported, the white tube of two 6f/7f mynxgrip vascular closure devices (vcds) did not descend to the access when the green section of the handle was shuttled down during deployment. There was no reported patient injury. The device was prepped as per the instructions for use (IFU) and nothing abnormal was noted prior to deployment. There was no tortuosity, angulation, or calcium of the femoral access site noted. Additional information will not be released by the site. The devices were not received for analysis. However, one sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation inside a sealed pouch bag. Visual inspection of the device showed that the shuttle was engaged to the black handle while the stopcock was observed to be open, with a cordis mynx syringe returned detached from the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant, advancer tube, and sealant sleeves were all observed in their manufactured positions, the balloon showed no abnormal condition to be reported, and no additional anomalies were observed during this visual analysis. Functional evaluation demonstrated that the inflation and deflation test was successfully completed with no anomalies observed. Additionally, a deployment simulation was performed, during which the advancer tube advanced and the sealant deployed as expected, with no resistance or abnormal conditions noted. The product history record (phr) review of lot f2525902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-failure to deploy-advancer tube¿ could not be observed as the complaint devices were not returned for analysis. Also, the event was not observed through analysis of the returned sterile device since it passed functional analysis of the deployment mechanism with no anomalies noted. The exact cause of the issues experienced by the customer could not be determined. Based on the information available for review and the product analyses, it is not possible to determine what factors may have contributed to failure to deploy events reported. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment due to incomplete shuttling possibly contributed to the issue experienced by the customer, especially since the sterile device was able to pass functional analysis to deploy the sealant with no anomalies/damages noted. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis of the sterile device, phr review, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the white tube of two 6/7f mynxgrip vascular closure devices (vcds) did not descend to the access when the green section of the handle was shuttled down during deployment. There was no reported patient injury. The device was prepped as per the instructions for use (IFU) and nothing abnormal was noted prior to deployment. There was no tortuosity, angulation, or calcium of the femoral access site noted. Additional information will not be released by the site. The devices will not be returned for evaluation because they were discarded, but one sterile device will be returned.